Event description:
Medtronic received information regarding a navigation system used for a cranial resection procedure. It was reported that during a procedure, the site was able to successfully register with 20mm, the surgeon checked the landmarks and was satisfied with accuracy, then draped the patient and brought in the sterile frame. The surgeon then reported that accuracy was off by 2cm. The site stated that there was no arm movement or patient movement. The surgeon then proceeded to close the incision, re-registered and checked landmarks, and accuracy was satisfactory to the surgeon. They proceeded to drape, and accuracy maintained for the rest of the procedure. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the manufacturer representative. It was confirmed that the event occurred on (B)(6) 2024, and not (B)(6) 2024.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were analyzed and it was observed that there were 3 sessions on the date of issue and observed that there were magnetic resonance (mr) and computed tomography (CT) exams which were optimal for stealth. There were multiple registration attempts made before proceeding to navigation with error metric ranging from 9 to 1.6 millimeters (mm). Out of 15 attempts only twice passing metric was achieved there were so many interference errors seen for the same. Analyzed the archive and observed that, the trace pattern used was not as per stealth and there was a lot of loose skin. So, suggesting to perform the registration on bony regions following christmas pattern starting from tip of the nose to aid the accuracy. Codes: b01, c19, d15. H2) please see section d9 for when the device was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial, serial/lot #: version: 2.1.0, ubd: , UDI#: h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: codes d14, b01, c19 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6) codes d15, b17, c20 apply to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.